Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had no telemetry and no output, also application of the magnet showed no magnet response. The device was explanted and another device was implanted. No patient complications have been reported as a result of this event.